Event description:
The fse reported that the sys intermittently would not boot up. This resulted in an intermittent, recoverable loss imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sata hard drive was evaluated and replaced. The sys software and nodes were reloaded. The sys was tested and found to be working as intended and returned to service.